Event description:
The reported device was discarded.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6), batch:t00005153. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that impedance check revealed high impedances on one of the leads, resulting in therapy strength decreasing on its own (auto reducing). As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op. Investigation was unable to determine which if the leads had high impedances.